Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine and dilaudid (hydromorphone) via an implantable pump for unknown indications for use. It was reported that the patient had persistent 'all over' pain that she described as burning with tingling in her lower extremities. A clinician administered bolus at a higher dose than her current bolus dose was delivered with reported relief of back pain. The bolus dose was increased. Additional information received from the healthcare provider via a clinical study indicated that the issue resolved. Additional information received from the healthcare provider via a clinical study indicated that the patient reported uncontrolled pain without relief following personal therapy manager (ptm) activations. The it rate and bolus dose were increased and a single bolus was delivered on (B)(6) 2024. The patient continued to report uncontrolled pain. The it rate and maximum daily allowed ptm activations were increased on (B)(6) 2024. The patient reported persistent pain and the maximum daily allowed ptm activations were increased on (B)(6) 2024. Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2024 the it rate was increased, the bolus dose and duration were increased secondary to the persistent pain. A MRI with contrast ruled out inflammatory mass. On (B)(6) 2024 the patient presented to the hospital for pain. Belbuca and clonidine were administered. The it rate and bolus dose were decreased secondary to suspected hyperalgesia. On (B)(6) 2024 the patient reported worsening pain following decrease; the it rate and bolus dose increased. On (B)(6) 2025 the it rate was decreased secondary suspected opiod hyperalgesia.